Manufacturer narrative:
The oad and viperwire were received for analysis. The oad and viperwire were not engaged. The driveshaft exhibits a significant amount of corrosion in the area of the crown weld location, and the crown was detached. Scanning electron microscopy of the driveshaft crown weld area showed evidence of a visually sufficient weld. The crown likely became detached due to the accumulation of corrosion from prolonged exposure to fluids including saline after the procedure and is not considered a contributing factor to the reported complaint. The guide wire passed through the oad with no resistance. When tested, the oad spun on all speeds and functioned as intended. The spring tip of the viperwire was fractured. Scanning electron microscopy identified rotational damage and a torsional fracture. This damage was consistent with the spinning oad contacting the spring and the fracture occurring during spinning. At the conclusion of the device analysis, the reported stuck on wire event was unable to be conclusively confirmed. The diamondback 360 coronary atherectomy system instructions for use states, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) and viperwire guide wire were selected for treatment of a 90% stenosed lesion in the right coronary artery (rca). The vessel diameter was between 1.5-2.5cm with no tortuosity. The oad was advanced to the distal edge of the lesion, and the lesion was treated with two treatments on low speed in a distal to proximal direction. The oad contacted the spring tip of the viperwire. The oad and viperwire were removed from the patient. The spring tip was stuck in the oad. An attempt was made to remove the guide wire from the oad, and the spring tip fractured. It was reported that the spring tip had fractured in the removal attempt post-procedure, and not during the procedure. It was confirmed that the crown remained attached to the oad after the procedure. It was confirmed via cine that no fragments were remained in the patient. The procedure was completed with a second oad and guide wire, balloon angioplasty, and stent placement. The patient was in good condition following the procedure.